Event description:
While the unit sat on the open floor next to an indoor restaurant table at comfortable ambient temp, running on a fully charged battery, using pulse mode (which was working functionally, albeit with early firmware set to alarm after 15 seconds of 'no breath detected), flow of 2 liter per min, 7 foot air hose, the eclipse 1000 unit would unpredictably (but usually more than once a day), just suddenly stop running (no motor sound), the alarm would sound continuously, a red light on the display would appear and the keypad keys would be unresponsive. With no system off or reset switch the only recovery action is unscrewing the threaded knob holding the wheelie cart/carrier and pulling out the power cartridge ('battery') - which would generally stop the alarm, but not always (9 volt battery might have kept the alarm ringing?). When the unit, with a charged battery, was running from the car battery via the dc converter using pulse mode, parking the car and turning off the ignition sometimes caused the unit to stop running and the alarm to sound continuously, when the operation should have just transitioned to running off battery. There are 6 different orders of the 3 steps to use the unit with the car cigarette lighter adaptor..which is right? The user manual on the internet notes one specific ordering for these 3 steps but it is not clear if this one ordering works and the others don't work/cause problems. Also, there are six orderings of the 3 steps for shutting down the system from use on the car. Various sources on the internet indicate that attempting to recharge the eclipse battery while using the continuous mode and while connected to the car cigarette lighter adaptor does not work well. So, only pulse mode usage is advised in the car while charging from the car battery. This "obscure detail" is critical for guaranteeing the pt a continuous supply of oxygen! If patients are not aware of it, they may find themselves in situations without oxygen. With each 24 period of use of the eclipse, a detailed schedule of where/how it will be used is required (no one tells you this, but the inogen one manual shows an example of why creating a specific schedule each day is critical for safety) in order to coordinate the times hooked to ac or dc power and the times used on battery only...also, it is critical to be sure the schedule covers the pulse mode and continuous mode requirements (while sleeping...with use of the 50 foot hose require continuous mode). Unexpected need for the continuous mode when the pt time is not sufficient, for example can put the pt in great jeopardy. As backup for the eclipse, we carried 2 invacare ml-6 tanks (w/ conserver) and one 6hr green oxygen tank (for power outage emergency). No one told us to do this.